Event description:
It was reported that patient presented in hospital after patient notifier was delivered. Upon device interrogation, device was found to be in back-up vvi mode. Device code download was performed successfully and device was returned to normal operation. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.